Event description:
Ous MDR - after an implant duration of about 19 months, inappropriate shocks were reported. The implant date was not provided. The device was explanted.

Manufacturer narrative:
Ous MDR.